Event description:
Additional information received identified the healing site was improving.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced redness at the ipg site. Cultures were taken and presumed positive for an infection. In turn antibiotics were administered.

Event description:
Additional information gathered stated the patient was administered lifelong antibiotics. In turn, the patient was colonized. However, it was uknown if the issue was due to the device.